Event description:
The family member of a patient reports getting "add gel or replace belt" message. The electrode belt was replaced and the message stopped. A review of the downloaded flag file shows "gel release" but the pt reports no gel has been released.